Event description:
Follow-up identified the patient's symptoms had improved; however, a laminectomy was performed on (B)(6) 2017 to address the ongoing symptoms. During the procedure, the physician explanted and replaced the lead.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced leg weakness and knee pain post-implant. Diagnostics did not reveal any system anomalies. As of (B)(6) 2017, the patient's symptoms persisted. An MRI was planned as the next course of action.

Event description:
Follow-up identified the patient continues to experience numbness and weakness in her legs; however, she has improved. Stimulation has been restored along the patient's pain pattern.